Event description:
Staff were setting up the operating room for a case. They opened the device and tested it before use. They could not get the device to work. They tried a disposable cord also and the device wouldn't work.